Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Additional information was received indicating a revision procedure was performed at an alternate facility wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device noted a mark caused by electrocautery or anodization from a pacemaker pulse near the base of the header. Battery monitoring voltage was 3.010v. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified within an internal circuit. While removing one of the capacitors to facilitate further analysis, the hybrid circuit substrate below was damaged resulting in a short between the positive and negative poles of the battery rendering the circuit too damaged for further analysis. Analysis confirmed the reported premature battery depletion to be the result of a high current condition in one of the internal circuits. However, due to damage during attempts to isolate the location of the high current, the specific root cause of the high current condition could not be determined.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during follow-up this implantable cardioverter defibrillator (ICD) was found to exhibit higher than normal power consumption. It was noted that the device had been implanted for approximately 2 years and was showing an estimated one year remaining. Disk analysis confirmed the increased rate of power consumption and recommended device replacement. No adverse patient effects were reported. This device remains in service at this time.